Manufacturer narrative:
The device has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pt was reporting that the threads on the battery cap are stripped and that the pump lost power a few nights while sleeping. The patient also indicated that the battery cap has come off the pump. He claimed his blood glucose (bg) went over 500 mg/dl but did not require medical intervention. The battery cap was out of warranty and the pt was advised to go on a backup plan. This complaint is being reported because the patient's bg reportedly went over 500 mg/dl.